Manufacturer narrative:
It was reported in mw5089891 that hair was found within a syringe component during set up for an unspecified operative procedure. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A sample was returned for evaluation and a small, dark hair was confirmed to be inside of the syringe. Due to the location of the hair, the root cause was determined to be related to an issue during the component manufacturing process. Due to the reported hair contamination within the syringe fluid pathway, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that hair was found within a syringe component.